Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis therapy. The cause of death was reported to be sepsis and a heart attack. The causes of sepsis and heart attack were not reported. The patient was hospitalized at the time of death. On an unreported date, the patient started hemodialysis treatment and received hemodialysis prior to death. Therapy ongoing at the time the patient died. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.